Event description:
I have had medical issues since this placement. The following are just some of what I endured then, and still endure now: breast pain, breast redness, breast itchiness, breast disfigurement, breast and nipple numbness, connective tissue disease, hardened areas of breast, pain throughout body 100 percent of the time, difficulty using hands and arms due to pain and stiffness, difficulty walking, debilitating autoimmune diseases, developed skin issues, developed headaches, developed vision problems, developed a pe, developed a dvt, developed gastric issues, neurological problems, difficulty swallowing, constant pulmonary difficulty, upper and lower back pain, muscle pain and stiffness, chronic fatigue, achy and swollen joints, kidney problems, low grade fever all the time, multiple sclerosis like symptoms, fibromyalgia, arthritis and joint pain, cognitive impairment, depression, anger, antiphospholipid syndrome, positive ana and more! Because of the tremendous amount of health issues I have and continue to endure, my life of pleasure, family and business has been destroyed, and has completely cost me basically everything in my life.